Event description:
Purchased soydream ice cream sandwiches from natural food store. Grandmother recently moved (mother said, turned out not to be true ). Mindfully told me not to eat ice cream. One mole made around one month before recorded 2nd mole. One on left cheek, 2nd on right shoulder. Both made with "laszers." Slight "laszer" in same spot (while moving) around 4-6 hits. Lots of freaks testing supplies on me. Carefully recorded.